Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during the prime test due to loose protruded drive support disk; unable to perform occlusion and excessive no delivery test due to prime fill anomaly. The insulin pump passed a21 test; all operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on the battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a prime/rewind anomaly. The customer stated insulin was squirting out during a manual prime. The customer's blood glucose was 454 mg/dl at the time of incident. The customer's blood glucose was treated with insulin pens. Troubleshooting found the customer was not wearing the insulin pump during priming. It was also found the customer was unable to exit from the priming sequence. Customer stated numbers did not appear on the screen and insulin continued to squirt out. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.